Event description:
It was stated that the customer was hospitalized for high blood glucose levels above 400 mg/dl and pain. The customer had been experiencing high blood glucose levels for a couple of days prior to being admitted. The customer changed the infusion set, but her blood glucose levels remained high. The customer stated that she has a lot of scar tissue in her abdomen, and this is why her blood glucose level went high. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.